Event description:
The ability to suction through a bronchoscope failed during a procedure. After the case, a biopsy forceps was pushed through the scope. A piece of black rubber came out of the suction channel.